Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on an 81-yr old male patient. The following results were provided: (B)(6) 2025 sid (B)(6) = 104 mmol/l, another alinity = 142 mmol/l (normal range: 136-145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. A review of tickets determined there is normal complaint activity. Trending review did not identify any trends for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. As part of the troubleshooting the sample was repeated and generated normal results. The quality control was performing within the expected ranges, which shows that the assay was performing as expected. No additional issues were identified. Based on the available information, no deficiency was identified.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on an 81-yr old male patient. The following results were provided: (B)(6) 2025 sid (B)(6)= 104 mmol/l, another alinity = 142 mmol/l (normal range: 136-145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).